Event description:
During surgery, when the package of screw opened, the metal piece was found in the blister pack. The surgeon changed the screw to new same size and the procedure was completed.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.